Event description:
It has been confirmed that the patient is being followed up with "orthophonia protocol". She is currently "doing well".

Manufacturer narrative:
Concomitant devices: 8228052: electrode 8228052 aps 2mm, lot 0212228369 manufactured 2016-10-31 use before 2020-10-10 UDI:(B)(4). Usage of device: initial use 510(k) - k083124 h3: product evaluation: analysis results not available; devices not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a thyroidectomy, the recurrent nerve was cut. It was confirmed that this was a patient injury without malfunction of the nim system; all components of the nim system were working as expected. The surgeon was able to repair by suturing the nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.